Manufacturer narrative:
H.6. Investigation: customer returned one (1) loose 0.5ml bd insulin syringe. The customer reported about needle/shied separation from the barrel. The returned syringe was examined, and needle hub separation was not observed; however, attempting to remove the cannula shield resulted in the needle hub/shield assembly separating from the barrel. No damage to the barrel tip was observed. A review of the device history record was completed for batch# 9252463. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch was created for high hubs. Debris was collected on the dial. Corrective action: cleaned the debris out of the dial. H3 other text : see h.10.

Event description:
It was reported that the syringe 0.5ml 29ga 1/2in 7bag 420cas jp experienced hub separation from the device prior to use. The following information was provided by the initial reporter: the customer reported about needle/shied separation from the barrel.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 0.5ml 29ga 1/2in 7bag 420cas jp experienced hub separation from the device prior to use. The following information was provided by the initial reporter: the customer reported about needle/shied separation from the barrel.